Manufacturer narrative:
The investigation into the presumed air emboli (air bubbles) observed by the medical team has concluded. The cause of the "air bubbles" and its relation to the impella were not determined since the pump performed per specification on the day of the alleged issue, as observed in data logs, and the nature of the "bubbles" could not be verified clinically.

Manufacturer narrative:
The pump remains on for support without any noted harm or embolization of air. The causal link between the air seen on echo imaging and the use of impella can not yet been proven or disproven. Upon return of the impella pump and benchtop analysis, a final report will be filed with root cause. The failure mode will be monitored and trended. Of note the IFU states the following: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿infusion filter: the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Event description:
The medical center had an impella 5.5 support ongoing for a patient with cardiomyopathy who was awaiting heart transplant/vad. On day 9 of the support the team observed air within the echo imaging. Abiomed medical affairs was consulted and troubleshooting measures taken. There has been no harm or embolization to date. The malfunction is reportable as we can not deny the causality of air within the vasculature/left ventricle. The pump remains on for support to date, on day 35 of support.